Event description:
The patient reported that the display screen was frozen and the infusion device would not respond to button pushes. The patient reported that she switched to her back up infusion device. The patient did not report that her blood glucose values were affected. During troubleshooting, the company rep advised to remove the batteries and insert new batteries into the infusion device. The device functioned properly. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned.